Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) defibrillation lead exhibited intermittent shock impedance measurements of less than 20 ohms. Troubleshooting options were discussed with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.

Event description:
Additional information received reported that the device was reprogrammed due to the low shock impedance measurements. Further troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.